Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, a dislodgement of the right ventricular (rv) lead was observed. A lead revision procedure was performed but the helix was unable to retract or extend. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.